Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) was changed because the consumer was complaining of pain at the implant site.  The consumer reported the ins was too big and caused pain.  There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the cause of the pain was not really determined. No further complications were reported.